Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The pump has been returned and evaluated by product analysis on 08/24/2016 with the following findings. Investigation revealed that all keypad buttons responded properly. There was no physical damage to the keypad. No defect was found during investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. The audio bolus button cover was damaged.

Manufacturer narrative:
Follow-up #2 date of submission 12/14/2016 ¿ correction to serial #.